Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was not charging. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result code , evaluation conclusion code), h10, h11. Corrected fields: a1, b5, h6(patient code). The suspected faulty power management board was returned from the supplier to getinge¿s national repair center (nrc). The supplier verified the failure of the batteries not charging and replaced components q27,q50 and cr54 which were shorted. The supplier installed cn100895,cn106810,and cn167210 and the board passed testing. Inspection of the board was completed per procedure with no visual damage observed. Upon inspection of the board per procedure the installation of cn100895,cn106810,and cn167210 was verified. The senior repair technician installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board will be packaged and labeled and sent to stock per procedure. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm replaced the power management board to resolve the issue and then performed the requested preventative maintenance (pm). The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
It was later reported that the power management board was replaced due to the getinge service territory manager (stm) reproducing the customer's reported issue. The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed visual damage to component q27,which was shorted. The national repair center could not test the board due to the shorting of component q27. Past experience has proven that when q27 shorts, the batteries will not charge in the cardiosave . The board is to be sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.